Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08090. It was reported the patient lost therapy on the right side due to lead migration. As a result, surgical intervention was undertaken, explanting and replacing the lead. Effective therapy was achieved postoperatively. Note: both leads are being reported as it's uncertain which lead had the issue.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.